Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "pain and discomfort ". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, a broken shell, a dark ring, and fold crease. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated break on the posterior side assessed as surgical damage. Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.